Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information omitted in previous supplemental. The lay user/patients test strips had been returned and evaluated by lifescan product analysis prior to follow-up # 1 however the information was not included therein. The MFR narrative should include the text: the test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The alert date in follow-up # 1 should have read (B)(6) 2015 and the device return to MFR date (B)(4) 2015.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.